Event description:
It was reported that the pt required a revision surgery due to a fall.

Manufacturer narrative:
The pt was revised 5 weeks after initial surgery to remedy a dislocation. The device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended. One ncmr was created for dimensional issues and was dispositioned return to vendor. Dislocation most likely due to the pt falling.